Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿does not show pictures¿, was not reproduced. The assignable cause was determined to be that the image was lost temporarily because image abnormality due to charge-coupled device (ccd) failure occurred at device inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty charge-coupled device (ccd). Additional evaluation findings were as follows: the device failed leak test due to a slice on the switch button and a smashed connector tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head had an image problem (does not show pictures). There were no reports of patient harm or impact associated with the reported event.